Event description:
On 04/21: customer reports that pre procedure, when the technologist opened the faceplate, the pressure jacket just came off the powerhead. The hinge pin was broken at the set screw.

Manufacturer narrative:
Liebel flarsheim manufacturing report field service engineer replaced bent hinge pin and verified full unit operation per illumena service manual 900955-c. Spoke with fse to confirm that pin was bent not broken. Injector returned to full service by the customer.